Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, pn unknown, ln unknown, unknown cup, pn unknown, ln unknown, unknown head, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03200, 0001822565-2019-03201, 0001822565-2019-03209. Customer has indicated that the product is not being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip arthroplasty. The patient is being considered for a revision on an unknown date for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.